Event description:
It was reported that a patient had to have 4-5 surgeries to get the device placed. The reporter stated that the right lead came out while they were transporting the patient on the gurney. It was reported that the device was placed "on the front" because the patient had an artificial hip. The reporter stated that the device was placed under the ribs and it was rubbing and causing pain. It was reported that when the device was placed on the left side it "worked ok." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, serial # (B)(4), product type lead; product ID neu_ unknown_lead, serial # (B)(4), product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).